Event description:
It was reported that an asymptomatic patient presented to a device implant procedure. During the procedure it was found that the right ventricular lead was failing to sense and had low impedance. The lead was going to be exchanged for another, but physician was having a hard time accessing the location due to patient anatomy. Physician instead moved the already implanted atrial lead to the right ventricle. Patient was stable after the event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.